Event description:
It was reported that the patient developed (B)(6). The patient received intravenous (IV) antibiotics and the implantable pulse generator (ipg) and two leads were removed and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-53 implantable pacing lead, (B)(6) 2013; addr01 implantable pulse generator, (B)(6) 2013. (B)(4).